Manufacturer narrative:
The investigation is ongoing. Device was discarded at the hospital.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, after the esheath plus came out of the body, it was noted that the tip of the sheath was damaged. No access complications and the patient left the lab in stable condition. Follow-up with the fcs indicated that were no insertion or withdrawal difficulties. The device was discarded at the hospital.

Manufacturer narrative:
The 16 fr esheath plus was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing, and dimensional testing are applicable. Imagery was provided and the following was observed: the patient's access vessel had the presence of tortuosity near the aortic bifurcation. The sheath distal was torn and appears to not have opened along the axial score line. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed complaints relating to the complaint code. However, the lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. The esheath+ IFU, procedural manual, and device preparation manual instructions for use (IFU) were reviewed. The IFU instructions include that "caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively." A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for a torn distal tip was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "after the esheath plus came out of the body, it was noted that the tip of the sheath was damaged. No access complications and the patient left the lab in stable condition. Follow-up with the fcs indicated that were no insertion or withdrawal difficulties". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. It is possible that improper tip expansion contributed to the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity near the aortic bifurcation. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts catching onto the sheath distal tip, tearing the tip. In this case, the failure mode may be related to the improper expansion of the sheath tip during thv advancement, and/or patient factors (tortuosity) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. The complaint of a tear in the distal tip of the esheath was confirmed. This issue has been previously identified in product risk assessment (pra) and a CAPA.